Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging to have difficulty breathing and was diagnosed with asthma. The reported event of difficulty breathing and was diagnosed with asthma and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was medical intervention taken by the patient.. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer observed dirt/dust found around air inlet,grey film in the top enlosure,dust/dirt found on the blower, water ingress in the blower box and dark contaminant found at blower seal on blower box.there was no evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer and found 0 errors logged. The manufacturer concludes the contamination found was inconsistent. There was no evidence of sound abatement foam degradation found within the device. Section d8, d9, h3 and h6 were updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have difficulty breathing and was diagnosed with asthma. The patient was diagnosed with asthma when receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.